Event description:
Pt presented with pain in lower back and bilateral lower extremities. Severe lumbar stenosis at l3-4 and l4-5 with grade I spondylolisthesis at l4-5. Pt underwent lumbar decompression of bilateral l3/4 and right l4/5 levels using baxano io-flex system with concomitant fusion using aspen spinous process plate. A bulging disc pushing caudal at the right l4-5 level resulted in extremely tight access to the foramen. After placement of the baxano wire using the probe, the surgeon used a spreader to open the foramen in order to introduce the baxano microblade shaver. The microblade shaver was successfully pulled into the foramen. The spreader was released and the surgeon performed 18 manual reciprocations to achieve foraminal decompression. Upon removing the microblade shaver from the tight foramen, a small dural tear was noted in the exiting nerve root. The dural tear was sutured and no further intervention was required. The pt was fine after the surgery. No device defect was alleged.